Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02july2019. The manufacturer's field service engineer (fse) evaluated the unit for the reported error code message of crossover circuit test failed. The fse could not confirm the complaint via the unit's diagnostic log (drpt). The fse felt tat the exhalation filter used for extended self test (est) could have caused error per the manufacturer's service manual. The fse performed a full performance verification test (pvt) and est again. The unit passed all tests. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
Customer contacted technical support stating that unit was not working. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.